Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was displaying the low oxygen message and stopped producing oxygen while they were out, causing breathing problems and lowered oxygen levels. As a result, the patient went back to their car where their backup oxygen tank was and taken to the hospital. The patient was hospitalized for 3 days. Patient has since been released and received their replacement device which they state is working properly.